Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21069617. D.4. Medical device expiration date: 6/10/2024. H.4. Device manufacture date: 6/9/2021. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.6. Investigation: one sample (model #30914) was returned by the customer. It was reported that they are unable to prime the tubing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10ml bd syringe and attempted to be primed. Fluid was flushed through the line, but was unable to pass through the last 1 to 2 inches of the tubing. There seemed to be an occlusion towards the end of the tubing. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The root cause was identified as excessive solvent in the joint male luer tubing. A device history record review for model 30914 lot number 21069617 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that at least one bd 60 inch microbore extension set was clogged. The following information was provided by the initial reporter: we are having incidents when they are unable to prime the mirobore tubing. This has happened at least three different times that we are aware of.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd 60 inch microbore extension set was clogged. The following information was provided by the initial reporter: we are having incidents when they are unable to prime the mirobore tubing. This has happened at least three different times that we are aware of.